Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 15-dec-2017 arjohuntleigh was notified about an incident involving citadel plus bed. The reported malfunction took place in the (B)(6) medical center in the united states. Following information reported by the customer facility representative, the patient fell from the bed. The fall was unwitnessed. The nurse passing the room where the incident occurred saw patient lying face down on the floor with his head near the foot end of the bed and feet near the head end of the bed. According to patient's allegation 'he did not know what happened'. Cervical spine precautions were initiated. The patient was lifted back to bed and sent for computed tomography (CT) of the head. As a consequence of this incident the patient sustained small scalp hematoma (no internal bleed, no break in the skin). According to customer facility staff, the patient involved in the incident was a patient requiring high attention. No product failure was indicated. The bed's exit detection alarm was not activated (from unknown reasons) and therefore the alarm has not been triggered once the patient get out of the bed. 3 days after this particular incident the same patient was reported to fall from the bed in question (the second incident was recorded under manufacturer report number: 3007420694-2018-00009). After the second patient's fall, both the bed and mattress were moved through the arjohuntleigh inspection. The evaluation revealed that no malfunction was found within the device, the exit detection system was working as per manufacturer specification. No repairs were done neither to the bed nor the mattress. Based on the collected information, findings made during device inspection we established that when the event occurred only 3 out of 4 side rails were raised and the bed was lowered to its lowest practical position. It needs to be emphasized that all manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. To prevent from patient's falling the product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains the following information and warnings : "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "(...) Caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risk of fatal or serious injury from falling out of the bed and from patient entrapment in or around the side rails(...)" "Caregivers should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (...) " - "the patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally" "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed" "before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at the nurse's station." Upon the conducted investigation and device inspection done by the arjohuntleigh representative, we were able to determine that at the time the incident occurred one of the side rails was lowered what suggests that the patient could fall while trying to leave the bed from that place. However as the event was unwitnessed and the patient alleged he did not know what exactly had happened we were not able to establish the exact sequence of events which have led to the issue occurrence. In summary, although no adverse event occurred the complaint was decided to be reportable based on a potential due to the risk of serious injury upon patient's fall recurrence. The device was being used for patient care at the time of the incident. Upon the investigation conducted, we were unable to determine the exact root cause of the issue occurrence however we established that at the time the incident occurred the citadel plus bed was working up to manufacturer's specification therefore manufacturer defect was ruled out to be a cause of the problem occurrence.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about an incident involving citadel plus bed. The reported malfunction took place in the (B)(6) medical center in the united states. Following information reported by the customer facility representative, the patient fell from the bed. The fall was unwitnessed. The nurse passing the room where the incident occurred saw patient lying face down on the floor with his head near the foot end of the bed and feet near the head end of the bed. According to patient's allegation 'he did not know what happened'. Cervical spine precautions were initiated. The patient was lifted back to bed and sent for computed tomography (CT) of the head. As a consequence of this incident the patient sustained small scalp hematoma (no internal bleed, no break in the skin). According to customer facility staff, the patient involved in the incident was a patient requiring high attention.

Manufacturer narrative:
Missing UDI number was added.